Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Event description:
Rep reported that the patient presented with headache symptoms. The doctor was unable to reprogram the valve under fluoro. He scheduled the patient for a revision. When he opened the patient, he found that there was a tear in the reservoir.